Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing after vaginal birth, the needle came loose and stuck in the patient. The needle released from the thread and disappeared into the patient¿s tissue. The surgical time was extended to 30 minutes or more since x-ray had to be done to locate the needle and then it could be removed. The needle also broke.